Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the guidewire was unable to advance through the tip of the delivery catheter system (dcs). It was reported that the issue may have arose from transport, as the packaging and box were damaged too. After inspecting the packaging of the dcs, the packaging had been folded damaging the catheter. The dcs was not used and did not have any patient contact. The dcs and valve were replaced. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device packaging was returned with damage to the packaging and box. The damage to the device tray was in the area where the strain relief and front grips are located. The delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. The capsule appeared intact with no evidence of damage. The handle appeared intact. There was no external damage visible to the strain relief or front grips. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was a kink to the proximal end of the inner member shaft. A 0.035-inch guidewire was backloaded through the nosecone. Resistance was noted at the kink site on the inner member shaft and also at 112.5cm proximal to the nose cone under the strain relief. The guidewire was able to be advanced past the resistance points and fully pass through the dcs wire lumen. The reported event could be confirmed in the analysis as there were points of resistance at the inner member and under the strain relief when backloading the guidewire through the dcs and due to the damage noted to the device packaging and loading tray. Conclusion: the reported event was confirmed in analysis and photos of the damaged packaging were provided for review. The reported event indicates that during use, it was noted that the dcs packaging and box were damaged and had folded, damaging the catheter, which resulted in the guidewire being unable to advance through the tip of the dcs. The device instructions for use states ¿before removing the bioprosthesis, catheter, or ls from its primary packaging, carefully inspect the packaging for any evidence of damage that could compromise the sterility or integrity of the device¿. It is possible that the packaging damage and subsequent dcs damage occurred during transport to the facility. There is no information to suggest a failure to meet manufacturing specifications was related to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.